Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of fever, felt chilly, and peritonitis in a patient coincident with dianeal pd4 1.5% and dianeal pd4 2.5% therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During a call, the following was reported. On (B)(6) 2012, the patient had a fever and felt chilly. On the same day, the patient was diagnosed with and hospitalized for peritonitis, manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was not reported. On (B)(6) 2012, the patient was treated with cefazolin and fortum. It was unknown if the patient recovered from the fever and the event of felt chilly. At the time of this report, the patient was recovering from the peritonitis. An opinion of causality was not reported for the events of fever and felt chilly. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, follow up information was received by global pharmacovigilance from a nurse regarding this event. On (B)(6) 2012, the patient stopped the treatment with cefazolin and fortum and was discharged from the hospital. On (B)(6) 2012 the patient recovered from the peritonitis. Should additional information be received, another follow up MDR will be sent.